Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
The product development event evaluation indicated that the removable extension arm-flex 60mm for distractor, unknown screws, and the curvilinear distractor r100/right were returned with a complaint category of ¿does not function¿. The removable extension arm-flex is used in the curvilinear distraction system, which is used to promote bone growth in both horizontal and vertical vectors. The returned removable curvilinear distractor r100/right was returned in 4 pieces. It is evident that the breakage was caused by cutters to remove the distractor. The returned removable extension arm-flex 60mm was returned with outer sleeve and was in very good condition. The returned unknown screws were also returned in good condition and did not contribute to reported complaint. Based on a review of all products, the curvilinear distractor r100/right and removable extension arm-flex 60mm for distractor were connected together successfully and removed easily with no problems. It is unclear of the tools the surgeon used to remove the extension arm and the surgeon¿s technique; therefore, the root cause of the device not being removed easily is unknown. A review of the most current revision of drawing was completed. The material and design are adequate for its intended use. Therefore, this complaint is invalid from a design standpoint since the design did not contribute to failure.

Event description:
Patient was implanted with a cranio-maxillofacial distractor on (B)(6) 2013. Patient returned to surgeon for follow up visit on (B)(6) 2013. The surgeon attempted to remove the 60mm flexible extension arm from the implanted curvilinear distractor in the clinic and failed to remove the device. Surgeon used both the device removal instrument and an alternative method (using the activation instrument and forceps) to open the extension arm and remove it from the distractor, with both attempts failing. The surgeon sent the patient to get an x-ray, and it appeared that the extension arm had possibly opened slightly, but was clearly getting stuck. The extension arm could not be removed in clinic, and the patient will have to wait until the entire device is surgically removed (in several weeks) to be rid of the arm. Reportedly, the surgeon is worried about the pain the patient is experiencing from sleeping on the extension arm and the possible risk of infection. Per additional information received, it was reported, the patient returned to the operating room on (B)(6) 2013 for scheduled removal of the device after completion of the consolidation phase. The procedure was completed. This is 2 of 2 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4) manufactured the curvilinear distractor r100/right, p/n 04.500.100, and lot number 7111194 for synthes work orders (B)(4) and purchase order (B)(4). The supplier¿s certificate of compliance (dated 3/13/13) indicates the parts were manufactured to p/n 04.500.100, revision d and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet number ns027293, revision d (dated 3/21/13). Ncr us1077035 was written for the es0135 bead blast specification on the inspection sheet but not on the c of c. The inspection sheet was revised, and the parts were split from original wo 3197858 to new wo 3455411. No additional ncrs were generated for this lot. The investigation is ongoing.